Manufacturer narrative:
(B)(4). We are aware that this is past the 30 day deadline for reporting. The original initial report was submitted on 19 dec 2015. The receipt and acknowledgment 1 have been provided by the system for that submission. There was no acknowledgment 2 and acknowledgment 3 generated by the system. It was confirmed by the esg help desk (ticket number (B)(4)) while investigating this incident, that the reason the report did not receive either acknowledgment 2 or acknowledgment 3 for the initial submission was due to an issue with the cdrh server. As a consequence, the initial report was not successfully loaded into the system. This report is a resubmission of the report submitted on 19 dec 2016. Additional information will be provided following the conclusion of the investigation.

Event description:
Arjohuntleigh has become aware of the customer complaint aligning that the one track of the x-y kwiktrak ceiling rail system lost its support to the ceiling surface. According to the information that has been reported by the customer, at the time of lifting the patient, using the maxi sky 600 ceiling lift, one of three attachment point that support the track rail to the suspended ceiling failed. The caregiver was able to complete the transfer without further issues and no injury was reported. No track detachment occurred as the track rail was still supported by the two remaining connection points.

Manufacturer narrative:
An investigation was performed based on the gathered complaint information. When reviewing reportable events for the similar non-portable ceiling kwiktrak installation system, we have not found any complaint with the same or analogous fault description compared to the one investigated here: the track attachment point detached from the installation threaded rod. Given the circumstances and sequence of the events, this particular complaint appears to be an isolated occurrence. The track rail involved in this complaint is a kwiktrak x-y track system. The kwiktrak x-y track system, has been designed to allow an arjohuntleigh ceiling lift to travel on x and y horizontal directions. The involved track system is equipped with 2 fixed tracks (attached parallel to each other) and 1 mobile track, that might be moved along the fixed track path (y). As per system design, the kwiktrak rail is connected and supported to the hardware installation structure, inserted above the ceiling plate, by three kwiktrack bracket attachments. Following the track installation guide (001-11161-en) that provide technical information about the system assembly, the kwiktrak bracket should be secured by the following elements: washer, tabwasher, stover nut, threads surpassing the stover nut. The stover nut acts as a locknut, and a secondary feature, the tab washer, ensures that the stover nut cannot rotate. Based on the collected information, photographic evidence and findings made during the visual inspection of the involved installation system, we (arjohuntleigh) have been able to establish that the main cause of the incident was incorrect assembly of the tabwasher. As a consequence of that, the bracket was not correctly supported, its stover nut unscrewed from the threaded rod, leading the track to no longer be supported at this end. Our evaluation shows that the installation system assembly was not performed correctly by a third party company. If a correct assembly procedure would have been performed following the installation instructions, the event would have been avoided. It is also worth mentioning that the involved rail system was inspected and no comparable installation fault was found. What is more, all track rail systems attached at the customer facility have been inspected and no similar assembly issue was detected. In reflects to these information, the most likely root cause of the event was that there was an inadequate installation method used during installation, caused by a lack of training at the distributor level. Note that a third party company that performed the installation of the involved track will no longer work for arjohuntleigh. In summary, the track system was being used at the time of the event and played a role in the reportable incident. Following the above findings, the supportive tab washer was installed inadequately and from that perspective, the system was not up to specification at the time of the incident.